Manufacturer narrative:
Patient demographics such as age, date of birth, sex, weight, ethnicity and race was not provided. The access accutni+3 reagent was not returned for evaluation. The patient's sample was sent to beckman coulter complaint handling unit (chu) for testing. Testing of the customer-supplied neat sample confirmed the customer's elevated access accutni+3 results. Further testing of the sample confirmed that a patient sourced interferent related to alkaline phosphatase was the cause of the reproducible elevated access accutni+3 results. Per the access accutni+3 information for use (IFU) for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. Other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Carefully evaluate the results of patients suspected of having these types of interferences in conclusion, the cause of the reproducibly elevated access accutni+3 patient results is due to patient source interference related to alkaline phosphatase.

Event description:
The customer contacted beckman coulter on (B)(6) 2018 to report generating reproducible elevated troponin I (access accutni+3) results for one patient on the laboratory's access 2 immunoassay system (serial number (B)(4)). Two access accutni+3 results of 4.956 ng/ml and 4.597 ng/ml were obtained and released from the laboratory. These results were above the normal reference range of the assay. (0.00 ng/ml-0.04 ng/ml). There was a change in patient care attributable to the elevated access accutni+3 results as a coronary angiography was performed. The results of the coronary angiography were reported to be normal. The customer did not report any additional change or impact to patient care or treatment in association with this event. The customer analyzed the patient's sample on a different platform (abbott) which recovered with a result of 0.001 ng/ml. Quality control (qc), calibration and system check were performing within assay and instrument specifications at the time of the event. Information on the collection and processing of the patient sample is not available. No issues with sample integrity were reported.